Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an emergent contained rupture, one month ago. The contralateral limb was rotated anteriorly upon deployment. No complications or endoleaks were noted. A post-operative angiogram showed good flow in both limbs and the external vessels. The aneurysm was 53.2 x 54.8mm. Vessel morphology was reported as no tortuosity and a small amount of calcification in the iliacs. It was reported that the patient presented with claudication and a fever. The CT showed narrowing of the limb at the level of overlap with the contralateral gate. It was discovered that at the time of the implant, the contralateral cannulation was improperly performed, as the wire must have accidentally twisted around the ipsilateral limb (ref MFR # 2953200-2011-01312), posteriorly, then anteriorly, prior to cannulation of the gate, resulting in the contralateral limb (ref MFR # 2953200-2011-01313) being completely twisted around the ipsilateral limb. The patient's fever lasted a few days, during which five blood cultures were taken. One culture showed skin organisms, which has since resolved. The patient will be on a lifetime antibiotics. The patient is undergoing chemotherapy for colon and metastatic liver cancer. As the partial occlusion is no longer causing claudication, the patient prefers not to have any intervention at this time, so that chemotherapy can resume. An internal film review showed the contralateral limb occluded beginning at the flow divider, where the limb is somewhat crushed (11-12mm diameter). The contralateral limb is twisted around the ipsilateral limb within the sac (approximately 360 degrees, and there is blood flow beginning at the iliac bifurcation. The ipsilateral limb is not occluded. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (improper cannulation of gate led to twisting), (pre-operative rupture), (occlusion, fever). Conclusion: (pre-operative rupture; improper cannulation of gate led to twisting).